Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded. There was no report of patient harm/injury. In previous report the manufacturer did not report throat irritation in section b5, which has been added in this report. Additional information has been added that the patient also alleged having headaches.